Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4+. One clip was positioned and deployed without issue. An xtw clip was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached from one leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). It was noted that imaging had been challenging. Tr was reduced to grade 2.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot revealed similar complaints from this lot; however, there is no potential quality issue. Based on available information, the reported incomplete coaptation (single leaflet device attachment/slda) was unable to be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.